Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. On (B)(6) 2024, during a device elective replacement surgery, the rv lead was reprogrammed. The patient was in stable condition.